Manufacturer narrative:
(B)(4). Eval, results: endoleak. Significant thrombus and moderate calcification. Excessive device oversizing. Eval, conclusion: significant thrombus and moderate calcification. Excessive device oversizing. Film eval was performed: during the review of the films at the time of implant, four month f/u and the recent f/u films, it appears that the aortic neck diameter (lumen) at implant measured approximately 18-19mm, with significant thrombus, and areas of calcification present. There may have been excessive device over sizing contributing to the event. At the time of implant the films show infolding of the aortic body; proximal stent graft outer diameter is 18-21mm at renal arteries. There is a possible endoleak of unk type/origin visible just below the gate. The aaa size has remained essentially the same (approx. 4cm).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 4 cm abdominal aortic aneurysm approximately 9 months ago without issue. Vessel tortuosity is unk, and vessels were moderately calcified. It was reported that recent CT scan, at the 6 month f/u, revealed that there may be infolding of the stent graft. Upon reviewing the post-implant images, it was noted that the infolding existed just after implant. There were no endoleaks. The physician believes that the stents of the main body occurred during the mfg of the stent graft. No clinical sequelae were reported and the pt is fine.